Manufacturer narrative:
The customer declined the option to have their glidescope bflex 5.8 single-use bronchoscope returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. No further information was provided regarding the reported incident despite follow-up attempts made to the customer as part of verathon's investigation of the reported event. If further information becomes available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The following was reported via manufacturer and user facility report number 2900390000-2022-8007 which stated that during a bronchoscopy, using a glidescope bflex 5.8 single-use bronchoscope, after removing the bronchoscope, the tip of the bronchoscope was dangling with a fine wire/thread. Another fiberoptic bronchoscope was used to visualize the lung fields for any leftover pieces. No delay in the procedure or harm to the patient was reported.